Manufacturer narrative:
This report is submitted on december 6, 2021.

Event description:
Per the clinic, the patient experienced an infection at the implant site that was successfully treated with antibiotics (mode of administration unknown). The implant remains in-situ. Further information is being sought from the clinic.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022. There are no plans to reimplant the patient with a new device as of the date of this report. Device analysis report is attached. This report is submitted on january 03, 2023.

Manufacturer narrative:
Per the clinic, the patient underwent skin revision surgery (specific date not reported) to cover the implant site and allow patient to heal. This report is submitted on february 28, 2023.